Manufacturer narrative:
Supplemental submitted to include UDI. The pad was not available for evaluation.

Event description:
It was alleged that a therapy pad experienced a leak while being used on a patient. The patient temperature was not adversely affected by the issues involved in this alleged event and no medical intervention was required.

Manufacturer narrative:
The pad was not available for evaluation.

Event description:
It was alleged that a therapy pad experienced a leak while being used on a patient. The patient temperature was not adversely affected by the issues involved in this alleged event and no medical intervention was required.

Event description:
It was alleged that a therapy pad experienced a leak while being used on a patient. The patient temperature was not adversely affected by the issues involved in this alleged event and no medical intervention was required.